Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. The reported symptom code (burning smell) was confirmed. An external visual inspection showed no signs of physical damage. Functional display test: fail. The inverter board transformer is shorted; burnt. Functional display test: pass. The inverter board was replaced with known good board. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting that the screen on the liberty select was blank and a burning smell was reported. The patient was advised to discontinue use of the cycler and to follow up with the peritoneal dialysis nurse. It was indicated and later confirmed that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that treatment was completed and that there was no complications experienced as a result of the alleged event.